Event description:
It was reported that bd insyte needle pierced the catheter. The following information was provided by the initial reporter, translated from spanish to english: patient who, at the time of cannulation, the jelco n°24 breaks with the needle on 2 occasions. Additional info received on 09 apr 2025. It was mentioned ¿at the time of cannulation, the jelco n°24 breaks with the needle on 2 occasions¿. Does this probe go through the catheter during use. Or is it the probe itself that ¿breaks¿ could you confirm this? The probe goes through the catheter during use. Is there any impact on patients, if so, please explain in detail? The patient was multipunctured.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 38831114 and lot number 4242844. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. Through examination of the pictures, one (1) product was observed unused with the needle protruding through the catheter. In another picture, the product is observed inserted in the patient¿s arm and the image appears to show transfixion during use. The unused, transfixed catheter confirms a manufacturing related defect. It is possible this was related to product assembly due to an isolated failure in the vision system, which allowed a transfixed catheter to pass to the customer. Improvement actions for this potential defect were implemented in late 2024. It is worth noting that if the product were transfixed due to a manufacturing issue, it would not be possible to use the product. Based on the investigation results, it is most likely that the incident that occurred during use, resulted from the handling of the product. When performing the 360-degree rotation during puncture, the catheter may have been pushed forward resulting in a transfixed catheter during puncture. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information